Manufacturer narrative:
Device not returned.

Event description:
The customer reported that the pump "completely failed". Additional information was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer, however, a response was not received.